Manufacturer narrative:
(B)(4). This is a report of use error, where the titanium adapter disconnected from the catheter due to excessive force on the connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter became disconnected from the catheter during use for peritoneal dialysis therapy. The customer reported that they had left the room to use the bathroom and the set did not reach, forcing the titanium adapter and the catheter apart. The titanium adapter was replaced. There was no patient injury or medical intervention reported. No additional information is available.